Event description:
Health care professional reports one blood leak noted into the dialysate compartment during pt treatment. The dialyzer and lines were replaced and the treatment was continued without incident. Estimated blood loss "+150cc." Dialyzer was reused 20 times. No reports of fiber leak occurred with initial 19 uses of dialyzers. Health care professional reports no pt injury or medical intervention.